Event description:
Complainant alleged that while attempting to monitor a pediatric pt during transport (age & gender unknown) the device's display showed only two white lines. Complainant indicated that the clinician was able to monitor the pt's heart rhythm by viewing the ECG recorder strips printed from the device. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.